Event description:
A nurse noticed a rapid flow in the drip chamber of the infusion pump delivering nitroglycerin to a pt. At same time, the pt's systolic pressure fell to 54mm hg, yet there was no alarm from the pump. While the nurse checked the pump, it finally alarmed and displayed the message: "help internal error". The pump was disconnected and taken out of service. The pt was placed in the trendelburg position and given a bolus of normal saline solution. Following treatment, the pt's vital signs returned to baseline. The nurse estimated the duration of the freeflow to be between 5 and 10 minutes. The infusion pump was examined and discovered to have a broken hinge on pump mechanism a. The loose pump assembly could be positioned such that when the upper micro switch is pressed against the flexible plastic splash cover, the switch is actuated. This sends a false signal to the alarm system indicating that the pump is okay. Testing confirmed that freeflow without alarm is possible.